Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lots did not uncover any relevant non-conformance. Lots meet release specification. Root cause is unable to be determined from the info provided. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging receiving discrepant low inratio value. On (B)(6) 2014, inratio 1.5 (7 a.m.), lab 3.3 (10 a.m.) Three hours between tests. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional info provided.